Event description:
The laser system has the following problem: "laser was producing 106 watts measured at the internal power meter at a set point of 150 watts. At approximately 176 kj the laser shut down and use of the laser was terminated. The procedure was completed using an alternative method".

Manufacturer narrative:
We are waiting for additional info from the distributor. We are unaware about pt injury.